Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion ; the glass cap is protruding from the metal cap ; the metal is severely melted at the output window; the metal cap is loose from the glass cap and the glass cap can rotate freely. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure, ¿activation of fiber life constant; it is seen carbonization in the end of the fiber", at 241,423 joules of use and 30:50 minutes. The case was completed with an alternate procedure, ¿turp¿. Patient outcome: ¿ok¿. No injury to patient or user reported.